Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another of the same model. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician evaluated and observed error code e-217 (proximal pressure railed low) in the device¿s event log. The manufacturer¿s service technician replaced the device¿s system printed circuit assembly board to address e-217. After the part was replaced on the device, a final and run-in test, along with battery and valve checks, were performed on the device. The manufacturer¿s service technician determined the device was operational and cleaned it.